Event description:
Implantable cardioverter defibrillator shock (appropriate) with excessive charge time for a device with normal monitoring voltage. Repeat test of capacitor charge time increased from spontaneous shock (23 sec) to (36 sec) at a delivered energy of 30 joules. No sensing or high voltage lead impedance abnormalities. Implantable cardioverter defibrillator is medtronic 7221 cx. Device explanted on 4/10/98 with new device placed.